Event description:
Reporter alleged the customer obtained a discrepant back to back blood glucose result of 446 mg/dl, 129 mg/dl and 236 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter alleged that at another time, the customer obtained back to back readings of 440 mg/dl and 94 mg/dl within 10 minutes on the same system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.